Manufacturer narrative:
Reported event of stent blocked/occluded. (B)(6). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 3, 2017 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2015 as part of the (B)(6) trial. The patient was enrolled in group a: palliative treatment of biliary strictures produced by malignant neoplasms. On (B)(6) 2015, liver function tests were performed. On (B)(6) 2015, assessment of biliary obstructive symptoms reported right upper quadrant pain, fever/chills, jaundice, dark urine, pale stools, nausea and vomiting. On (B)(6) 2015, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), magnetic resonance cholangiopancreatography (mrcp), computerized tomography (CT), and brushing with a malignant result during a stent placement procedure. A prior biliary sphincterotomy had been performed and a previously placed plastic stent was removed. Prophylactic antibiotics were administered. The wallflex biliary rx uncovered stent was deployed in a satisfactory position. On (B)(6) 2016, an assessment of biliary obstructive symptoms reported recurrence of right upper quadrant pain, fever/chills, and dark urine. A biliary reintervention was performed and stent occlusion due to ingrowth was noted. Sludge removal was performed and another bsc metal stent was placed stent in stent through the previous stent. The patient exited the study on (B)(6) 2016 due to this event.

Manufacturer narrative:
Additional information received on february 23, 2018.

Event description:
It was reported to boston scientific corporation on may 3, 2017 that a wallflex biliary rx uncovered stent was implanted on (B)(6) 2015 as part of the e7099 abc wallflex registry clinical trial. The patient was enrolled in group a: palliative treatment of biliary strictures produced by malignant neoplasms. On (B)(6) 2015, liver function tests were performed. On (B)(6) 2015, assessment of biliary obstructive symptoms reported right upper quadrant pain, fever/chills, jaundice, dark urine, pale stools, nausea and vomiting. On (B)(6) 2015, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp), magnetic resonance cholangiopancreatography (mrcp), computerized tomography (CT), and brushing with a malignant result during a stent placement procedure. A prior biliary sphincterotomy had been performed and a previously placed plastic stent was removed. Prophylactic antibiotics were administered. The wallflex biliary rx uncovered stent was deployed in a satisfactory position. On (B)(6) 2016, an assessment of biliary obstructive symptoms reported recurrence of right upper quadrant pain, fever/chills, and dark urine. A biliary reintervention was performed and stent occlusion due to ingrowth was noted. Sludge removal was performed and another bsc metal stent was placed stent in stent through the previous stent. The patient exited the study on (B)(6) 2016 due to this event. Additional information received on february 23, 2018. Stent occlusion was confirmed through endoscopic retrograde cholangiopancreatography (ercp). The study stent remains implanted and a non-bsc stent was placed proximal to the study stent for additional stricture.